Event description:
During a delivery, a vacuum assisted delivery system was used. The extractor cup would not release from the infant's head. The extractor cup was cut.

Manufacturer narrative:
The investigation of this event is currently on going. This report will be supplemented as the conclusion of the investigation.